Manufacturer narrative:
This case was reopened on november 23, 2015 to enter additional information which had been received on november 17, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 50/44 j on the left side on (B)(6) 2008. The patient was revised on (B)(6) 2013 due to loosening.

Event description:
It is reported that the patient received an acetabular cup. It is unknown whether the patient is monitored or a revision was performed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause fot this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).